Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon initially fired the device across the cystic duct. The surgeon observed the clip placement and the ligation was not adequate. The clip was malformed and scissored. They then re-applied a clip with a competitor's device to complete the procedure. There was no pt consequence reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.